Event description:
In 2009, the patient reported that the up button of her infusion device is defective. She noticed this a few months ago because her blood glucose was "up and down." Upon follow up 6 days later, the patient stated that she is a brittle diabetic and her blood glucose has been low and high. Today her blood glucose measured 62 mg/dl and she drank orange juice and ate breakfast and placed the infusion device in the stop mode for approximately one hour. At the time of the report her blood glucose measured 150 mg/dl because she had just eaten breakfast. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.